Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event was duplicated. This is most likely due to normal wear over time. The event was confirmed. (B)(4).

Event description:
Report was rec'd from the USA stating that the device had a hole in the outer hose. The event was not related to any surgery. There were no injuries reported. No add'l info was provided.